Event description:
It was reported the pt was unable to establish communication with his scs ipg using his charging system. Subsequently, a replacement charging system was sent to the pt but did not resolve the issue. An sjm rep confirmed the issue using the pt's external devices. As a result, surgical intervention was scheduled to be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.